Event description:
A 2.5 x 15mm fire star balloon ruptured during inflation to 12atm. There had been no difficulty in tracking to the lesion, but there was a little difficulty in crossing the lesion. The balloon re-wrapped properly and was easily removed from the patient without injury. Another balloon was used to complete the procedure. The lesion being treated was the left anterior descending artery which was described as 80% stenosed with no calcification. The vessel was tortuous. The device had prepped normally.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be directly correlated to the reported complaint. Additional information will be submitted within 30 days of receipt.